Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(6) 2017 a medtronic representative went to the site to test the equipment. Representative replaced power enclosure, motion gantry controller and stage cover. Tests were performed on system after replacing the parts. System passed all tests and is working normally. -the suspect parts have been not received by manufacturer for evaluation.

Event description:
A medtronic representative reported that the gantry of the imaging system moves in all directions but the gantry could not be opened automatically or manually. After several reboots the system always tries to initialize but does not complete the initialization process. There was no patient at the time of the issue.

Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for analysis. Analysis found that it passed the supplier's test. No functional problem found. The gantry motion control box was returned to the manufacturer for analysis. Analysis found that the gantry motion control box and it failed the supplied tests; motor power indicator on. Analysis found that the reported event was related to a electrical issue.